Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in the shock impedance measurements, to the point of being out-of-range. Technical services was concerned with the integrity of this product an suggested a commanded shock to obtain a real shock impedance measurement. However, the physician opted to just continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported. Additional information received indicates that the lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in the shock impedance measurements, to the point of being out-of-range. Technical services was concerned with the integrity of this product an suggested a commanded shock to obtain a real shock impedance measurement. However, the physician opted to just continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in the shock impedance measurements, to the point of being out-of-range. Technical services was concerned with the integrity of this product an suggested a commanded shock to obtain a real shock impedance measurement. However, the physician opted to just continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported. Additional information received indicates that the lead was explanted. No additional adverse patient effects were reported. The lead was returned for analysis.